Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Manufacturing date was unavailable at the time of filling. Onsite functional and visual examination was performed by a manufacturer representative. The representative talked to the site about calibrating the system. The system was working as designed and passed a fully system checkout.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were circles from the center out on the 3d spin. These rings were more prominent than they typically see. There were 5-6 rings 3-4 inches across. All images were used, there were no unused radiation. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.